Event description:
Patient presented to a dermatologist with lump at the neck incision. Dermatologist drained the area. Patient had a clinic visit with ent physician. Physician confirmed staph infection. Physician prescribed antibiotics and brought the patient into the or 16 days later and removed the entire system.